Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's pulse generator system was removed and replaced with a temporary pacing system due to an infection on (B)(6) 2018 without any complications. The physician was unsure if the patient's pulse generator pocket was infected but the site was red around the edges. The patient was stable following the procedure and a new system would be implanted after the infection clears.

Manufacturer narrative:
Analysis was normal. No anomalies were found.